Manufacturer narrative:
The company is attempting to get the unit returned for investigation. A follow-up report will be submitted upon gaining further information.

Event description:
The company was notified on 11/02/2015 of a fire that occurred on (B)(6) 2015. "According to the patient, [she] was sleeping on her couch in her living room using the concentrator. At about 3:00am she woke up to the fire alarm going off. She said that the concentrator was shooting flames. Her husband put the fire out with a blanket. The fire department was not called. [The patient and her husband] went to the hospital and were treated for minor burns and smoke inhalation. They stated that their couch, rug and a blanket sustained burn damage."